Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation on an unknown side" and "high blood pressure". Device remains implanted.

Event description:
Healthcare professional later reported that the deflation is on the contralateral side. There is no complaint against the right side. Device has been explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h1, h6.